Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed a visual inspection using appendix f; found snap-caps detached from reservoir¿s barrel and snap-caps attached to transfer guards. Unable to pre-fill.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that top part of reservoir came of and got stuck in the transfer guard causing leak. The customer¿s blood glucose was 13.7 mmol/l. Customer stated that the snap cap remains in the transfer guard. The insulin pump will not be returned for analysis.